Manufacturer narrative:
No product was returned for evaluation. Data uploads from the ilet were not completed as the user's phone is not compatible with the ilet mobile app and is therefore unable to sync data. Cgm glucose data were therefore not available to confirm the event, and ilet performance during the event could not be evaluated. No product performance issues can be identified. If the product is received at a later date, or the ilet data is uploaded, the complaint will be reopened and investigated accordingly. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Without data from the device during the reported event, the performance of the device cannot be evaluated, and the cause of the event cannot be determined. However, based on the user's description of the event, it is likely that this hyperglycemic event was caused by repeated failed infusion sets.

Event description:
On 7/9/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a high blood glucose (bg) event resulting in hospitalization. The event occurred on 7/9/24. On 7/11/24 a beta bionics customer care agent followed up with the user about the event. The user reported the issue began after a supply change during which the infusion set did not stick properly, resulting in a second supply change. Subsequently, the user's bg levels rose and remained high for approximately 24 hours despite manual insulin injections. The user visited their healthcare provider (hcp) on 7/9/24, who called 911 due to the user's condition. In the emergency room, it was discovered that the infusion set cannula was bent. The user was using the convatec inset (23", 6mm) teflon cannula infusion set. The user received an IV insulin drip as treatment. The user reported immediate effects of dizziness. The highest recorded blood sugar level was over 400 mg/dl.